Event description:
The patient's ventilator was alarming at first several times during the shift such that the pmax parameter was increased and the patient was suctioned. Later in the shift, the ventilator alarm was giving several different message readings: o2 measurement failed, device failure, pressure measurement inaccurate. We removed the patient from the ventilator and returned to draeger for service. The patient was removed from ventilator, manually ventilated and placed on another ventilator. The manufacturer was notified and released the device for examination is pending.